Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in the patient and required surgical removal. There were two heavily calcified target lesions located within the superficial femoral artery (sfa). The physician used a regalia crossing wire and a quickcross catheter to access the lesions. The physician exchanged the regalia wire for a csi viperwire guidewire and loaded the csi oad onto the guidewire. The physician completed one run at low speed for 23 seconds, but during the next run at low speed, the oad stopped spinning. Attempts were made to turn the device back on, but were unsuccessful. It was then discovered that the oad was stuck on the guidewire and could not be removed. The oad driveshaft was cut and the patient was taken to surgery to have the device surgically removed. The device was successfully removed and the patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
The device was retained by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).